Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the mildly calcified right coronary artery (rca). A 3.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, while approaching the lesion, the device was caught and the stent dislodged, sliding back onto the shaft. The device was removed from the patient's body and the procedure was completed with another 3.00 x 12 synergy¿ drug-eluting stent with the support of a non-bsc guide extension catheter. No patient complications were reported and the patient's status was stable.